Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomosis site or anastomotic part. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.